Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device drawers 3.1 and 3.2 were not showing in storage space configuration screen. The field service engineer fse used a voltmeter and confirmed that both drawer controllers were within range. The fse then reseated the row board and retractor band connectors. Both drawers came back online and the fse tested them in the hardware test application hta and in the dispensing application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.2 failed and cubie failed to recognize as loaded, which located on jaxfloor3. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.